Event description:
It was reported that approximately five months ago this implantable cardioverter defibrillator (ICD) exhibited a remaining battery capacity of nine months. Approximately two months later, the device exhibited tones due to reaching Elective Replacement Indicator (ERI). Subsequently, a procedure was performed to explant and replace this ICD. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.